Event description:
Device report from synthes (B)(6) reports and event in the (B)(6) as follows: it was reported that during the surgery on (B)(6) 2013 for xrl case (corpectomy t6-7 after infection with kyphosis of >30 degrees) the surgeon wanted to stabilize the cage with a tslp plate (t5-8). The plate was in place, screws were inserted and the torque limiting handle for final tightening was applied. During the final x-ray check, it was reported that one of the screws (t5), had penetrated the posterior wall and was in the spinal canal. The screws were removed and the plate repositioned. The first screw (t8) could be removed with the screwdriver, the other 3 screws were stuck and the screw head recess was reported stripped on all 3 remaining screws. The broken screw tapered shaft was used which broke the t handle. It was also reported that applied force was used to release the screws (using a hohmann retractor as additional leverage) resulting in the extraction screw breaking in pieces. The screwheads were drilled off with the carbide drill removing lcp trauma screws and metal debris in the thorax/lung cavity was reported. In addition, it was also reported that the drills were short causing delays and additional surgical time of 3 hrs. The plate and misplaced screw were removed and another longer plate was placed with the correct screw trajectory. This report is 5 of 7 for complaint (B)(4).

Manufacturer narrative:
Device used for treatment not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The returned plate and the screw, which could be removed easily, do not show any exceptional features. The three screws, where the screw head was drilled off, could not be thoroughly examined as also the respective lot number is unknown. No design related root cause can be identified on the returned devices. The condition of the screw driver and the screw recesses are crucial to transmit the torque for unlocking the screws. The screw driver was not sent for investigation. The recesses of the concerned screws were drilled off, and hence could not be investigated. Due to the type and extent of damage incurred this complaint is judged to be indeterminate from a manufacturing /design standpoint.